Manufacturer narrative:
Investigation ongoing; rc unknown.

Event description:
It was reported that a broken trumatch plate was removed.

Manufacturer narrative:
Investigation concluded that the device met specifications and did not malfunction. Plates are expected to bear loads for up to 6 months, when bone healing is expected to be completed. For this particular patient bone had not fully healed at 8 months when the plates broke. The exact reason for lack of bone healing of the patient is unknown.

Event description:
It was reported that a broken trumatch plate was removed.